Event description:
Patient stated she applied the vgo on yesterday at 10am & vgo fell off around 6pm. Patient stated yesterday she was sweating. Patient confirmed she is cleaning the site and also avoiding placing vgo on folded skin.